Event description:
The clinician reports the implant was inserted (B)(6) 2013 in ada 13. Details of surgery: sinus augmentation. On (B)(6) 2021, loss of osseointegration was verified. Patient presented with bone type IV and fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, hypersensitivity and inflammation. No further patient complications were reported.

Event description:
The clinician reports the implant was inserted (B)(6) 2013 in ada 13. Details of surgery: sinus augmentation. On (B)(6) 2021, fracture of the implant was verified. Patient presented with bone type IV and fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, hypersensitivity and inflammation. No further patient complications were reported.